Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that vessel perforation, dissection and tamponade occurred. In (B)(6) 2010, index procedure was performed. The target lesion was located in the right coronary artery. Pre-dilatation with a 2.0x15mm balloon catheter. A 2.25x12mm promus element plus stent was implanted at 12 atmospheres. Coronary artery graft (cag) was performed and perforation was noted distal to the target lesion and dissection was noted at the distal part of the study stent. No treatment was performed to the perforation and dissection and procedure was completed. Tamponade was noted and pericardiocentesis and medication were performed as treatment. Six days later, the patient was discharged from the hospital.